Event description:
It was reported that the patient stated. "I have difficulty walking long distances. I get short of breath." The patient was seen in the clinic and the rate response was adjusted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.